Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 10.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the middle and a pinhole was noted. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient was in good condition after the procedure.